Manufacturer narrative:
This report is submitted on march 21, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The magnet was placed back into correct position without surgical intervention.

Manufacturer narrative:
It is now reported that there was no magnet dislodgement. This report is submitted on april 29, 2022.